Event description:
The patient presented to the ER after receiving shocks. Noise was observed on the ventricular channel. Noise was reproducible during isometrics with pocket manipulation. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.